Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device matches with upn provided by the customer. Visual inspection performed. A main coil and non-bsc catheter were returned for this complaint. The main coil was found kinked and stretched. The interlocking arm of the coil was detached. No more damages were found in the returned device. Functional inspection performed. The main coil was advanced through the catheter, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the catheter in order to release the main coil. Microscopic inspection performed on the delivery wire. The device was not returned. Microscopic inspection performed on the main coil. The zap tip has a smooth surface. The interlocking arm of the coil was detached. Dimensional inspection revealed that the no. Of distal fiber bundles, proximal bundles, outer diameter (od) of zap tip, primary coil was within specification.

Event description:
Reportable based on device analysis completed on 12may2020. It was reported that coil prematurely deployed in the catheter. A 10mm x 20cm interlock-35 embolic was selected for use. During preparation, the coil deployed prematurely in a non-bsc catheter for 3 times. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached.